Event description:
It was reported, the patient states they put the new stimulator in and 2 of the lead lines weren¿t connected but 2 were. The patient states he didn¿t bother fixing it and just left 2 that were working in there. The patient states she doesn¿t know what happened to the other 2. The patient states the reason she needs an MRI was because there was a possible issue with her c-spine. The patient states this issue with her back was causing her hands and legs to numb and she can¿t walk.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).